Manufacturer narrative:
The reported issue that the etco2 modules failed calibration due to a board failure, receiving error code 570.6200 could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. The issue was reported to have occurred during the pm process and was not involved with any patient incident. The etco2 module is used for patient monitoring during treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
It was reported that the etco2 modules failed calibration due to a board failure, receiving error code 570.6200. The customer confirmed that there was no patient involvement as error was found during preventive maintenance. The facility recently acquired the modules in april 2019 .